Event description:
Related manufacturer reference number: 2017865-2022-04206. It was reported the patient presented for initial procedure. The physician attempted to implant the atrial lead. After several repositions, the helix mechanism was unable to extend. The physician elected to complete the procedure with another lead. The physician attempted to implant the right ventricular lead. The physician had difficulty implanting the right ventricular lead due to patient anatomy and after multiple attempts, the helix mechanism would not extend. The physician completed the procedure with another lead. Post-implant, an echocardiogram was taken and showed a slight pericardial effusion. The physician suggested this was due to the manipulation of the right ventricle during the implant of the atrial and right ventricular lead. No changes or interventions were performed to address the pericardial effusion. The patient was in stable condition.